Manufacturer narrative:
Pump was received with broken battery tube threads, broken battery cap, cracked reservoir tube lip, cracked case at display window corner, broken off the end cap and missing end cap sticker.

Event description:
The customer reported via phone call that the insulin pump's reservoir compartment was cracked due to being dropped. Blood glucose level at the time of the incident was 200 mg/dl. Blood glucose level at the time of the call was 488 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.